Event description:
Rptr experienced: osteoporosis of spine, deteriorating bone disease-spine, hip pain, rashes all over chest and arms, breast hardness, scar tissue around implants, back pain, pains shoot under arms and down through body, arthritis, pain and stiffness in joints, hardening of skin around implant muscle fatigue, pain in fingers, breast tenderness, fatigue, general aching/stiffness, coldness in breasts and feet, fear of health problems which could be caused by implants and sun exposure caused sun poisoning.